Manufacturer narrative:
A product recall letter has been issued to all customers who have installed instruments with the impacted serial numbers and customers who have received the impacted emerald diluent tubing. The letter informs the customer of the following: - abbott representative will be contacting them to schedule an appointment to replace the tubing. The customer may continue to operate their instrument per the requirements outlined in section 5 of the operators manual, background counts must be within acceptable limits before running controls or patient specimens and all data should be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result.

Event description:
The customer was notified of the product recall for the celldyn emerald diluent tubing on an impacted cell-dyn emerald analyzer. Replacement tubing was ordered and will be sent to the customer. There was no patient involvement and no impact to patient management was reported.